Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced an infusion set adhesive issue event on (B)(6) 2026. The infusion set tape did not stick on the first day of insertion. The infusion set had been in use for one day. No further information available.